Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: h6, h2, h11. Corrected fields: h11. The device was not returned to olympus for inspection; however, the technical assistance center (tac) was able to confirm the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. The customer contacted olympus technical assistance support (tac) via phone. Initial troubleshooting could not be performed because the customer was not in front of the system. During subsequent communication, it was clarified that the system was functioning, but images from a single prior case did not transfer to the server. Multiple attempts by technical assistance support (tac) to reconnect with the customer via phone and online meeting were unsuccessful. As a result, troubleshooting could not be completed, and the issue remained unresolved. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center images did not cross over to server. The event had occurred during maintenance. There were no reports of patient harm.